Event description:
It was reported that a ez45g and a er220 were used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate that the ez45g has malformed staples. A new stapler was used to proceed with the case. Their er220 spitted (ejected) clips, but they did not fall into the pt. A new clip applier was used to complete the case. There was no consequence to the pt.